Event description:
Consumer reported that he got high readings on the blood pressure kit. He said he would wait about 5 minutes and then take his blood pressure again five to six times and would then get a normal reading. He said he takes his blood pressure due to heart problems, diabetes, etc, and that he is trained in how to take his own blood pressure. Per phonecall on 1/11/96 with the pharmacy manager at another drugstore, he verified that it does carry this brand of blood pressure kits. No other complaints have been received. He added that he has one of these and he takes it with him and his daughter to the hosp and finds it to be very accurate. A company rep reported that the company does receive a "steady but small" number of complaints on this product. The complaints usually are related to the readings being either too high or too low. He said there are a number of different factors that can affect the reading.